Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of burning sensation, general redness, itching, and open sores. The patient sought medical treatment and used an over-the-counter medication to treat the symptoms. The patient reported following the proper skin preparation guidelines.